Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the scs ipg revision procedure (reference MFR report#1627487-2018-00848) the ipg was unable to communicate with the external devices and was deemed inoperable. Physician declined troubleshooting due to profuse bleeding from the ipg site. As a result, new ipg was implanted. Therapy was restored post-operatively.